Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected hardware low levels and motor communication error alarms occurred during testing however, hardware low levels and motor communication error alarms were found in the formatted history file due to cold solder joints at connector of the keypad assembly. The insulin pump received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 127mg/dl at the time of incident. Troubleshooting found that the pump did not pass the self test. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.